Manufacturer narrative:
(B)(4). The complaint neopuff infant resuscitator was returned to a trained subcontractor in (B)(4) for servicing. We are currently awaiting further information to determine if the device had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in the(B)(6) reported that the manometer of an rd900 neopuff infant resuscitator was faulty. A service of the device was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuff infant resuscitator was returned to a trained subcontractor in (B)(4) for servicing. Questions were sent to the subcontractor to obtain further information with regards to any faults found with the complaint device. Two follow up attempts were made, however no reply was received. Our investigation is thus based on the information provided by the customer, the service report provided by the subcontractor, previous similar investigations and our knowledge of the product. The italian subcontractor reported that the complaint manometer was broken but did not provide the root cause of the failure. We were therefore unable to determine the root cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff unit was repaired and returned to the healthcare facility after passing the performance tests specified on the product technical manual.

Event description:
A hospital in (B)(6) reported that the manometer of an rd900 neopuff infant resuscitator was faulty. A service of the device was requested. No patient consequence was reported.